Manufacturer narrative:
Section b5 has been updated to include additional information.

Event description:
The customer reported that the blood collection sets have been rejected by their clinical staff, as they are very flimsy, and the staff cannot handle them safety. Per customer, a staff member was pierced by a needle. Additional information was received and stated that two areas are unsafe, the wings are not sturdy enough for safe use and the safety shield. Per customer, the safety shield was activated in one instance, but the safety failed, and the needle was unshielded causing a needle stick to the hand of the staff member during a patient blood draw. The customer further stated that there was no needle break or detach during use. The customer further provided additional information and it was stated that the needle stick injury occurred after use. The procedure performed was venipuncture and the employee was stuck while trying to engage the safety device. Per customer, as a medical intervention employee stick protocol testing was performed. The customer doesn't know if blood tests were conducted. No further information was provided by the customer.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product was manufactured on 28-jul-2021. A picture was provided for the analysis. Upon reviewing the picture, the reported issue was not confirmed. A physical sample was not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. The current process is running according to product specifications, meeting all quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the blood collection sets have been rejected by their clinical staff, as they are very flimsy, and the staff cannot handle them safety. Per customer, a staff member was pierced by a needle. Additional information was received and stated that two areas are unsafe, the wings are not sturdy enough for safe use and the safety shield. Per customer, the safety shield was activated in one instance, but the safety failed, and the needle was unshielded causing a needle stick to the hand of the staff member during a patient blood draw. The customer further stated that there was no needle break or detach during use.